Manufacturer narrative:
H6: code c19 - the review of the manufacturing paperwork verified that this lot met all pre-release specifications w. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2023, the patient reported emergently to the emergency room as the victim of a serious motorcycle crash. As part of the lifesaving measure, a gore® dryseal flex sheath was inserted in the venous jugular in preparation for the implant of a penumbra device. The dilator was removed, and a wire was inserted. At this time, the sheath was internally unsupported. As the patient continued to deteriorate, plans to insert a device through the sheath were abandoned, as the patient crashed several times. Chest compressions were utilized, among other measures, but the patient expired. When the sheath was removed, it was seen that the tip had unraveled. It is suspected that this occurred as a result of the chest compressions. The device was discarded at the facility, but images of the device were provided.